Event description:
It was reported by the customer that the device was used during a laparoscopic ovarian cyst procedure. There was a lot of smoke and so the device was removed. It seemed as though the device continued to activate on its own. They switched to another device and completed the procedure. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.